Manufacturer narrative:
Under (B)(6), pt info is considered confidential and will not be released by the hospital. Based on the event description, the infant is believed to have been less than (B)(6). Investigation of this issue is not possible at this time as the mac 5000 device and the ECG printouts for the pt involved have been retained as evidence by (B)(6). At this time there is no evidence that indicates that the mac 5000 failed to function correctly. A f/u report will be submitted if add'l info becomes available.

Event description:
It was reported that an infant expired several hours after an electrocardiograph (ECG) was performed on a mac 5000. The infant was born in (B)(6) hospital and returned to the hospital for a routine ECG during the morning of (B)(6) 2011. The site reports that the ECG analysis from the device indicated a normal ECG and the report from the doctor confirmed the normal ECG. The parents returned home and during the night, they reported that the infant appeared to be in distress and went to an undisclosed hospital where the infant expired.